Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (not powering up) has been confirmed. Upon investigation the jtag table board was defective, which caused the monitor to pull too little current. The root cause of the defective jtag table board could not be positively determined, but was likely random component failure. No adverse event resulted from the defective jtag table board. The pt received a replacement monitor.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) female pt's monitor was not powering up. The pt was issued a replacement monitor.